Manufacturer narrative:
Tech found the unit in sub-basement. Head hydraulics were drifting down a little after two days of sitting. Replaced the head hydraulic cylinder to resolve this issue.

Event description:
Info received indicated that the head hydraulics were drifting down a little after two days.